Event description:
Two physicians were repositioning the pt when one of the pins of a mayfield radiolucent skull clamp slipped. This resulted in a slight laceration to the left side of the pt's head. The laceration was stapled after the procedure was completed. The attending physician reports that the resident applied the clamp and that the injury occurred during positioning. The pt was prone on the or table. The location of the pins were such that the line between the single pin and the most anterior of the double pins are below the equator of the head. The injury was in the parietal area. The attending physician did not feel the pt's condition increased the likelihood of a slip and comments that he found a broken piece inside the clamp.